Event description:
Physician reported to sales rep that at an unspecified time following exploratory laparotomy, lysis of adhesions and sigmoid colon resection, the pt returned with chronic wound sinus or infection. Physician opened the wound to allow for drainage and rebandaged. Pt improved after removal of the suture.